Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date, despite repeated infusion set changes. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by the use of denatured insulin after leaving the insulin in a hot car, resulting in ineffective insulin delivery.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user experienced a high bg after leaving their insulin in a hot car. They initially visited urgent care and were then transferred to the emergency room due to trace ketones and persistently high bg levels of 426 mg/dl. The user had high glucose alerts from their device throughout the day but did not use any back-up therapy. They performed ketone testing, which showed trace ketones, and followed their ketone action plan. At the ER, the user obtained new insulin and their bg levels began to improve. No specific treatment was administered at the ER as bg levels started to trend back within range on their own. The user was discharged from the ER the same evening and has resumed using the ilet system.